Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the segment worn out, the u/d & r/l pulley wire fluid damage, the electrical connector corroded, the air/water nozzle loosened, the remote buttons cut & malfunction, the ift buckled, the control body corroded, the operation channel leaky and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.